Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within spec and passed functional testing including the restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. No unexpected weak battery alarm anomalies noted. Unit setting functioned properly. No unexpected setting anomalies noted. Pump received with minor scratched lcd window and cracked reservoir tubelip. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 484mg/dl. Troubleshooting was performed and found that the pump alarmed failed battery before and after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.